Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction, and has been revised to a not reportable event.

Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: could you please clarify if there was more devices found additional to the ones used on procedure? We did not have access to the supply closet. The pictures provided were the only devices in the or room. Regarding photos provided was found that we missed the gst60g: 402a29, however a 402a26 was reported, could you please confirm the correct lot#? Photos provided were the only documentation of products in the room. I believe that the photo is showing a gst60g with the last number difficult to read. Not sure where you see a ecr45g. Can not clarify further. Photos show a gst60d:299a97, could you please clarify if device have the same issue/belong to this complaint? There may have been a random 299a97 in the other box of gst60d. We did not open the box and look at each lot number. How was the product purchased? Facility admitted to a 3rd party vendor but would not disclose which one. Could you please confirm if the vendor is authorized by jnj unknown is there an indication of how the product was distributed? Unknown is there any indication of the source? Unknown based on the packaging, is there any indication of which market the original genuine product may have come from? No stickers or labeling on the box to indicate this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure the sales manager looked up the facilities order history in optimizer and found that since nov 2020 to oct 26,2023 that the facility had not made any purchases of the devices being used in this procedure. It is suspected that the facility is purchasing from the grey market. There were no issues with the devices during the procedure and there were no adverse consequences for the patient.